Event description:
It was reported to nova biomedical that a consumer stated he received blood glucose readings of 157 mg/dl and 56 mg/dl on his glucose meter. The difference in the readings is considered to be clinically significant. No decision to treat was made on the alleged faulty meter. The meter will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that evaluation, a follow-up report will be filed.